Event description:
A complaint was received regarding an unspecified lower glucose sensor scan while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced sweating and dizziness and lost consciouness, however, regained consciouness and self-treated with a drink and ate something to raise their blood glucose levels. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh00fafz60 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuarcy test was performed, and results were within specification. No malfunction or product deficiency was identified. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.